Manufacturer narrative:
Device evaluation: d10, g4, g7, h2, h6, h7, h9 and h10 results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The technician was able to duplicate the reported problem. This is isolated to tca p/n 16542 s/n bf006018 (rev. H) drift railed high a/d counts. This was a known issue addressed in CAPA ca-2015-0273, eco 83950, avea recall z-1609-2015, scar ps-14-46 for revs ah and older. Corrected with rev aj.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that the avea ventilator will not deliver a breath when turned on. The customer confirmed that there is no patient involvement on the associated event.